Event description:
It was reported that the patient complained of "belly spasms" or "hiccups" shortly after the implant of the left ventricular (lv) lead. Testing was performed, but no direct correlation between the device pacing and spasms could be obtained. The lead was repositioned. After a few weeks, the stimulation came back. The stimulation was relieved through reprogramming of the lv lead for another week, but again came back. Another repositioning was performed. During the repositioning, the stimulation was present even though the leads were not plugged into the device. All impedance, sensing, and threshold values were within normal range and the lead remains in use. No patient complications have been reported as a result of this event..

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4568-53 lead implanted: 1998 (B)(6). (B)(4).